Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 urinary control system underwent a thorough analysis. Visual inspection of the returned device did not reveal any damage and could not confirm the allegation of cuff mechanical issue. However, product analysis concluded that there are several failure modes of the device that could lead to mechanical, which include but are not limited to a device malfunction. Additionally, it was confirmed that the reported event of urinary incontinence, was defined and is a known risk of the product. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cuff of this artificial urinary sphincter was not working properly. The cuff was explanted. No patient complications were reported.

Event description:
It was reported that the cuff of this artificial urinary sphincter was not working properly. The cuff was explanted. No patient complications were reported.